Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads]; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000065774.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. It is unknown which lead has high impedances. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein one lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.